Event description:
Post-op x-rays showed that the device had shifted in an obese patient. A revision surgery was performed approximately 7 days post op to reposition the device and tighten the set screws.